Event description:
A customer reported an issue with the speaker, stating that the pump's alerts were not audible, despite the settings being turned on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on several settings adjustments, but the pump still failed to produce a sound for alerts. Consequently, technical support decided to replace the pump and informed the customer of the necessary steps for storage and returning the problematic pump. The customer was also briefed on completing training using the replacement pump before activating it.